Event description:
Consumer complaint of blood result reading of "hi". Customer stated that when meter displayed hi, he retested himself and the result was 71mg/dl. Reviewed the last five blood glucose results from the meter memory: (B)(6) 2014 at 11:25am - 71mg/dl (3 hours after breakfast); (B)(6) 2014 at 11:19am- "hi" (3 hours after breakfast); (B)(6) 2014 at 7:56am- 119mg/dl (fasting); (B)(6) 2014 at 10:01pm- 233mg/dl- (6 hours after diner); (B)(6) 2014 at 11:49am- 122mg/dl. Customer states that his expected blood glucose range is between 150mg/dl and 170mg/dl.

Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had a test strip issue, user had high glucose value.